Manufacturer narrative:
FDA UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 208093 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/lot 208093 and device part number 195-430wjrh/lot 205439. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 208093 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample. H3 other text: single use; device discarded.

Event description:
The consumer reported three false negative results with the binaxnow covid-19 antigen self-test via several medwatch reports (mw5149762, mw5149759, mw5149760, mw5149761) performed on various dates. This manufacturer's report addresses test (1) of three (3). Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on an unknown date and generated a positive result. The consumer was reportedly symptomatic with a "simple cold" that got progressively worse. Additionally, the consumer stated they did not quarantine themselves at the beginning of the symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI - (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported three false negative results with the binaxnow covid-19 antigen self-test via several medwatch reports (mw5149762, mw5149759, mw5149760, mw5149761) performed on various dates. This manufacturer's report addresses test (1) of three (3). Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on an unknown date and generated a positive result. The consumer was reportedly symptomatic with a "simple cold" that got progressively worse. Additionally, the consumer stated they did not quarantine themselves at the beginning of the symptoms. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported three false negative results with the binaxnow covid-19 antigen self-test via several medwatch reports (mw5149762, mw5149759, mw5149760, mw5149761) performed on various dates. This manufacturer's report addresses test (1) of three (3). Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on an unknown date and generated a positive result. The consumer was reportedly symptomatic with a "simple cold" that got progressively worse. Additionally, the consumer stated they did not quarantine themselves at the beginning of the symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI ¿ (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 208093 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 208093 and device part number 195-430wjrh/ lot 205439. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 208093 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample.e4 - initial report sent to FDA h3 other text : single use; device discarded.